Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that twelve cannula was kinked within three hours of insertion due to which hyperglycemia occurs. Blood glucose was 536 mg/dl. She taken correction bolus via pump to lower down the high blood glucose. Infusion set was placed in the abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-02234- device 10 of 12.